Event description:
It was reported that the patient received high voltage therapy for svt episode. It was discussed with technical services that the atrial sensitivity should be adjusted to avoid inappropriate therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.